Event description:
A distributor contacted zoll on (B)(4) 2015 to report that a (B)(4) female patient had developed an open rash on her back and arm. The patient reported that the rash may be related to the medication she is taking. It was suggested that the patient contact her physician about the condition. The patient reported that she was advised to take benadryl, but the rash has not improved.

Manufacturer narrative:
Device evaluation: there is no indication of a device failure associated with this event. Evaluation method: other biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.